Manufacturer narrative:
A distributing facility reported, "string of the patty come off of the actual pad." Deroyal industries, inc. Requested return of the device and received a picture, but has not yet received the actual device yet. A supplier corrective action request (scar) has been issued to the supplier, medsorb dominicana, s.a. This investigation is not complete at this time. No further information is available at this time. We will provide follow up report when additional information becomes available.

Event description:
A distributing facility reported, "string of the patty come off of the actual pad."